Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00145 and medwatch 2210968-2013-00147. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the procedure was a laparoscopic assisted vaginal hysterectomy.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: this is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00147 and medwatch 2210968-2013-00142. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Manufacturer narrative:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. Concomitantly, the patient underwent a left salpingo oophorectomy and excision of a left paratubal cyst. During the procedure, the motor drive was activating intermittently and the device was stalling. Another like device was used. There were no adverse patient consequences. This medwatch report is in response to receipt of facility report # (B)(4).

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the motor drive was activating intermittently and the device was stalling. Another like device was used. There were no adverse patient consequences.